Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction - missing on previous supplemental. G3: date received by manufacturer - additional. H2: additional information - correction.

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. The probable cause could not be determined. No injury or medical intervention was reported.